Manufacturer narrative:
Product analysis upon receipt at medtronic¿s quality laboratory, the valve was received in its original packaging jar filled with clear unknown solution. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state. As received, all leaflets appeared partially closed with a gap between the free margins. The leaflets were slightly stiff yet flexible. All leaflets exhibited signs of creases and frame imprints. Remnants of coagulated blood were found on com 3-1 and com 1-2. All commissures appeared intact. Creases and frame imprints were observed on the valve skirt. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded to full dilation. No kinks or distortions were noted on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: five static images were provided for review. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a bicuspid aortic valve, and the annulus perimeter was 82.3mm suggesting a 34mm evolut. An image of the jar containing valve with sn (B)(6) has a visible particle floating. As stated in the instructions for use (IFU), before removing the bioprosthesis, catheter, or loading system from its primary packaging, carefully inspect the packaging for any evidence of damage that could compromise the sterility or integrity of the device (for example, cracked jar or lid, leakage, broken or missing seals, torn or punctured pouch). Caution: do not use after the use by date or if there is evidence of damage. It was reported that a new valve was used. Fluoroscopy valve load inspection for the new valve was not provided for review thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. It was reported that one recapture was performed and an infold was evident during the subsequent deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. An image of the jar containing a different valve with sn (B)(6) also has a visible particle floating. It was reported that the valve was not used. A second pre balloon aortic valvuloplasty was performed prior to the new valve implantation. Images of the valve implant were not provided. It was also reported that the patient developed a new left bundle branch block post procedure. As stated in the IFU, potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: conduction system disturbances (for example, atrioventricular node block, left-bundle branch block, asystole), which may require a permanent pacemaker. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6), product type: 0195-heart valves; implant date ; explant date product ID evolutfx-29 (serial: (B)(6), product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012103485); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012024665); product type: 0195-heart valves; implant date (B)(6) 2024, product ID evolutfx-29 (serial: (B)(6), product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve (B)(6) the jar was difficult to open. Upon opening the jar, piece of the jar seal were observed floating in the fluid. The valve was not used. A second valve (j152656) was loaded onto the delivery catheter system (dcs) and the valve check showed an infold to the 3rd node. A pre-balloon aortic valvuloplasty (bav) was performed three times with a 22 millimeter (mm) non-medtronic balloon. The valve was deployed in a good position and appeared constricted. The valve was partially recaptured while maintaining the position to attempt to manually expand the annulus. The valve was deployed again and appeared to open more however was still constricted and an infold was observed on fluoroscopy. The valve was removed from the patient. Another valve (j138595) was going to be prepared however the jar was difficult to open. Upon opening the jar, pieces of the jar seal were observed floating in the fluid. The valve was not used. A different valve (j152168) was loaded on the dcs and the valve check showed an infold to the 3rd node. A pre-bav was performed two times with a 25 mm non-medtronic valve. The valve was deployed too shallow and was fully recaptured. The second deployment the valve was successfully deployed at 2 mm and was fully implanted. New left bundle branch block (lbbb) was observed. It was reported that per the physician, the infold and valve constriction was due to a heavy calcified bicuspid sievers 0 aortic valve anatomy. The patient's diameter was 25.4 x 26.8 mm, the perimeter was 82.3 mm, and the area was 516 mm. No additional adverse patient effects were reported.